Event description:
The customer obtained 455mg/dl on his accu-chek advantage system in comparison to 167mg/dl on the professional meter. The paramedics did not treat the customer, but transported him to the hospital. The customer reports, that he was not treated for hypoglycemia or hyperglycemia. New system sent to customer and return requested.